Event description:
It was reported by the treating physician in 2000 that the pt had a right eye memorylens implant in 1999. The pt had inflammation/iritis in 1999, which was resolved. At the patient's one-year examination date in 2000, the intraocular lens had a diffuse uniform frosted appearance on the anterior surface. The dr is considering secondary surgical intervention to explant the lens, and has referred the pt to a corneal specialist for that purpose. The dr felt the incident was lens related.